Event description:
It was reported that one of the blowers on a glide order did not have any stickers on it. No stryker logo, ul, or serial #. The unit was never put into use.

Manufacturer narrative:
Na